Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9727724. On 12th march 2025, we received one sealed stent. However, the defect described in the description is a pusher broken so without the pusher we can not confirmed the defect. Checking quality database revealed no anomaly in relation with the described defect. Unfortunately no pusher was received from the customer so we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. A rmf evaluation was performed based on criq243, risk identified 13200 (hazardous situation: pusher cannot be used). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the tip of the connector pusher was broken.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, the tip of the connector pusher was broken.